Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-44567.

Event description:
It was reported that the customer was getting condensation in the reservoir and that he smells insulin in the reservoir. Customer's blood glucose level was 122 mg/dl. Customer called before and needed reservoirs from a new batch. Caller reported that the customer is hospitalized due to gastrointestinal bleeding. The doctor saw the condensation in the sides of the reservoir. Caller will have the customer call back to troubleshoot the issue. No additional information provided.